Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a warning for undefined high impedance measurements. It was further noted that the competitor device and rv lead had a possible connection issue and there was varying impedance observed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.